Manufacturer narrative:
B5 describe event or problem, corrected data: the initial reporter inadvertently left out relevant information to the event reported. F10 medical device code, corrected data: the initial reporter inadvertently used an incorrect code to describe the event. H6 investigation findings, corrected data: the initial reporter inadvertently used an incorrect code to describe the event. H6 investigation conclusions, corrected data: the initial reporter inadvertently used an incorrect code to describe the event. This report was due on november 29th, 2023; however, due to a network disruption at livanova, the ability to submit mdrs was lost on november 20, 2023, before this report was ready to submit. The report was prepared and submitted immediately following restoration of the livanova systems.

Event description:
Additional information was received from the physician confirming high impedance was seen prior than what was previously reported. Additionally, only the lead was replaced, the generator was left implanted. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any defects¿ or malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that high impedance was seen for the patient. The patient was referred for a full revision. Clinic notes were later received reporting an increase in seizures and that the patient is very unstable on his feet. Response was received from the physician that the patient increase in seizures and ambulation difficulties are related to the patients high impedance. Furthermore, it was noted that the seizures are above pre-vns levels. Post-operative notes were later received reporting that the patient underwent a full revision. The surgeon identified fluid inside the sheathing during the surgery and decided to replace the lead; the generator was also replaced. The explanted devices have not been received to date.